Event description:
After implants, I noticed several things occurring within my body but didn't quite put it together until years later: loss of tooth (tooth #6) on upper left side, tingling, numbing sensation in limbs on left side of body, several root canal retreats on tooth 19, acute migraine occurrences after being migraine free, inability to sleep, restlessness, brain fog, gum pain, frequent bouts of bacterial vaginitis, heavy clotting where I never clotted before during menstrual cycle and frequent incidents of break through period between menstrual cycles. Menstrual cycle is often foul-smelling.